Event description:
Invalid result (s). Caller stated that their tests did not produce a result. Couldn't identify any user error.

Manufacturer narrative:
Batch records, final product and qc records have been reviewed for lot cov1120197.no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retention samples from cov1120197 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.